Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the device was found to be stuck open, causing over drainage. According to the report, the device was explanted on (B)(6) 2016 and replaced with another device. It was later reported that the valve was found to be working when the shunt revision was performed. The report stated that there was high pressure due to an obstructed proximal catheter, clogged with choroid plexus, as well as over drainage and slit ventricles, which caused the catheter to become obstructed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.